Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Unit passed self test and displacement test. Unit audio/beep/vibrate function properly and no anomaly noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked reservoir tube and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep/vibrate anomaly. The patient¿s blood glucose level was unknown at the time of the incident. Reportedly, the customer states that her pump has a high pitch sound. Customer reported the pump did not vibrate when act was pressed after using up arrow to set an easy bolus amount. Pump vibrated during the vibrate test. Hence, self test was passed by the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.